Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a rewind. Customer's blood glucose was unknown. Troubleshooting found several motor error alarms in the alarm history. The insulin pump will be returned for analysis.